Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the main power distribution unit (mpd) was defective, and it failed to prevent the system from powering on. Upon troubleshooting fse found that the x301 port of mpd control unit was defective. To resolve the issue, fse replaced the mpd control unit. The defective mpd control unit was returned to philips for analysis and confirmed the failure and observed the presence of burn or heat spots. An inspection of the connector revealed significant signs of spark erosion, indicating a high level of wear and damage. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the main power distribution unit (mpd) required replacement, which would prevent the system from powering up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.